Event description:
It was reported that during equipment testing conducted at the user facility the device was running without user activation after the food pedal was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device having run on was not confirmed during functional evaluation by a manufacturer technician. Based on a review of the risk document, the device can run without activation due to magnetic field interference in the environment of the device. A magnetic field can activate the drill's hall sensor if it is too close to the drill, which is a possible cause for the reported event. Upon disassembly, it was found that several bearings were worn and gritty. The device was serviced and returned to the user facility.

Event description:
It was reported that during equipment testing conducted at the user facility the device was running without user activation after the food pedal was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.